Event description:
It was reported that the 3.5x18mm xience v stent was implanted in the left main and left anterior descending coronary artery on (B)(6) 2012. Two and a half years later, (B)(6) 2015, the patient had unstable angina. Besides hospitalization, no treatment was given and the condition continues. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.